Event description:
It is reported that the pt was revised due to the screws backing out.

Manufacturer narrative:
Info was received from a customer who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient info to perform a probable cause analysis. Eval: the lot number of the tibial baseplate is unk. The mfg records for the lot numbers reported were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.